Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, three mitraclips were implanted. After removal of the clip delivery system (cds), atrial septal defect was observed and underwent a closure with pericardial patch. Patient had shortness of breath. It was mentioned that there was twisted position of the first clip and mr was more severe after implantation of three clips. Patient had mitral valve replacement surgery. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.